Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing inconsistent sound quality for about the last year. He noted that the sound is sometimes very loud and sometimes very quiet and when he blows his nose the sound suddenly increases. Therefore, he was seen in order to try and achieve better aided sound field thresholds for low/mid frequencies. Mcls had to be significantly increased to above 100cu when they had been 40cu before. Clinical support commented that there might be an air bubble and the user should trial wearing a headband.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements showed temporarily high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. After wearing a headband for several weeks the problem is resolved. The device remains implanted and in use.

Event description:
The user has been experiencing inconsistent sound quality for about the last year. He noted that the sound is sometimes very loud and sometimes very quiet and when he blows his nose the sound suddenly increases. Therefore, he was seen in order to try and achieve better aided sound field thresholds for low/mid frequencies. Mcls had to be significantly increased to above 100cu when they had been 40cu before. The user will be seen again in 2 months (september 2022).